Event description:
It was reported that loss of position occurred. A sentinel cerebral protection system was in use during a transaortic valve replacement procedure. During the procedure the patient moved their right arm causing the distal and proximal filters to lose position. The filters were resheathed and the device was removed from the patient without incident. The patient condition was fine.